Event description:
It was reported that approximately 2 years following the implant of a transcatheter valve, severe paravalvular leak (pvl) was observed. Subsequently, the valve was explanted, and a non-medtronic surgical aortic valve was implanted. Per the physician, the depth of implant contributed to the pvl. Additional information was received that per the physician, the valve was implanted a little low and then also migrated.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: unknown, use by date: unknown, UDI: unknown. Updated: a4, b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 years following the implant of a transcatheter valve, severe paravalvular leak (pvl) was observed. Subsequently, the valve was explanted, and a non-medtronic surgical aortic valve was implanted. Per the physician, the depth of implant contributed to the pvl.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.